Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient in (B)(6) reported the onetouch verio pro meter was giving inaccurately high readings compared to another meter. The patient was unable to provide any specific results. The patient experienced no symptoms and received no medical attention. There was no allegation of injury associated with this issue.